Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the calcium assay on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 4 mg/dl and repeated as 8.5 mg/dl. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot and expiration date were requested but not provided. The engineer checked the analyzer and determined liquid leakage from a wash station needle and replaced a hose kit. The needle was cleaned and centered. A sample needle was replaced and the incubation water was changed. Cuvette blank was performed. The investigation determined the service actions performed resolved the issue. H3 other text : na.